Event description:
It was reported that the programmer boot start-up time was slow, and the interrogation was taking a long time. Then the interface indicator on the screen shifted from green to orange, then a message appeared on the screen along with an error number. The programmer was turned off and then on again three times, but the programmer would not boot past the black screen. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).